Event description:
Caller states the pt tested 8.0 inr on the coaguchek test sys and 3.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test sys, however caller states strips are unavailable for return.